Event description:
It was reported to boston scientific corporation in 2008, that a speedband ligator was used during an esophagogastroduodenoscopy (egd) procedure on the same day. According to the complainant, during the procedure, the bands did not deploy. The procedure was completed with another speedband device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of this procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.